Manufacturer narrative:
(B)(6).

Event description:
It was reported that stent damage occurred. The 95% stenosed target lesion was moderately tortuous and moderately calcified vessel. Following pre-dilation, residual stenosis was 20% stenosis. A 3.00 x 20mm synergy xd drug-eluting stent was advanced for treatment. However, the distal part of the stent struts were lifted when inserting the y connector. The device was removed together with the catheter and the procedure was completed with another of same device. No patient complication nor injuries were reported.